Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) procedure, the iol he implanted had a crack or deep scratch in it that was not visible until the iol was in the eye. The surgeon had to remove the iol by making an enlarged incision and had to suture the wound. The procedure was completed. Additional information was provided by a certified ophthalmic assistant (coa), that she believes that the cartridge was the cause of the scratch on the iol. There was no harm to the patient.

Manufacturer narrative:
Product evaluation: the complaint cartridge was not returned. The associated lens was returned. Solution was dried on the lens. The optic is scratched. The center of the optic is split/cracked. The posterior of the optic is also split/cracked. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The cartridge was used with a qualified handpiece. A non-qualified lens and non-qualified viscoelastic were used. Iol product history records were reviewed and the documentation indicated the product met release criteria. The complaint product was not returned. Based on the evaluation of the associated lens, the root cause may be related to a failure to follow the directions for use (dfu). The account used a lens/cartridge/handpiece combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. A non-qualified viscoelastic was also indicated. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).